Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s touchscreen was cracked and unresponsive, with the user uncertain how the damage occurred, and the user switched to backup subcutaneous insulin therapy while reporting a blood glucose of 290 mg/dl; the device problem involved a fracture of the touchscreen component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.